Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was (B)(6). The field service representative (fsr) performed preventive maintenance and replaced the measuring cells. The customer has not complained of any further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys afp (afp) on a cobas e 601 module. The initial result was 37.51 ng/ml. The sample was repeated twice with results of 8.00 ng/ml and 7.86 ng/ml. The sample was repeated because the initial result was "so high." The questionable result was not reported outside of the laboratory.